Event description:
It was reported that during a laparoscopic myomectomy, specifically while suturing the myometrium, the thread broke when the suture was tightened. Another suture was used to continue suturing to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one partial suture and one needle. The needle was returned attached to the suture. The suture was returned broken at barbed section, 7 3/4 inches from the needle attachment with the loop missing. The measurement was made with an aluminum ruler calibrated asset. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. The foil pouch was inspected and no signs of damage or abnormalities were identified. It was reported that the thread broke. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: bent needle. The needle was received bent 2/3 of its length from the needle tip. Instrument marks were noted at the bent site. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic myomectomy, specifically while suturing the myometrium, the thread broke when the suture was tightened. Another suture was used to continue suturing to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic myomectomy, specifically while suturing the myometrium, the suture thread broke after suturing. The issue required replacement of the suture and re-suturing with a new thread to complete the procedure. No patient complications have been reported as a result of this event.